Event description:
This is a case reported from baxter; the competent authority is ufficio dispositivi medici. The doctor reported to a baxter sales representative that the patient was using a miniset which did not close properly resulting in peritonitis. The patient received two weeks of antibiotics therapy of targosid (teicoplanin) and nebicina (tobmycin). The patient outcome is unknown. The sample is available for evaluation.

Manufacturer narrative:
A request for the return of the sample has been made. Should the sample be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.